Event description:
It was reported that there was an isolated stored signal artifact monitor (sam) episode on this implantable cardioverter defibrillator (ICD). Technical services (ts) analyzed device episode data and determined that this was due to oversensing of electromagnetic interference (emi) during an unrelated procedure that was happening at the time of the episode. Ts recommended turning off the respiratory rate trend (rrt) feature as this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this ICD remains in service.